Event description:
The physician used the visica treatment system to cryoablate a fibroadenoma. Approximately two (2) minutes into the first freeze cycle, a 1 cm band of frost was observed on the portion of the probe that is proximal to the freeze zone. This area of frost was not near the skin and was located approximately 1 cm distal to the plastic handle. Since the frost was not near the skin, the procedure was completed. No patient injury was reported.